Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker system implant procedure, the physician attempted to place the left ventricular lead but was unsuccessful. The lead was removed and physician attempted to flush the inner lumen but was again unsuccessful. A different lead was used to complete the procedure. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
Final analysis revealed that the lead was returned in one piece measuring at 86.6 cm. The reported anomaly was not confirmed. Analysis was normal and no anomalies were found.